Manufacturer narrative:
Device eval by manufacturer: a review of the media from the index procedure was performed by a bsc quality employee. No malfunctions were identified with the device which could potentially have contributed to the complaint incident.

Event description:
(B)(6) study. It was reported that complete heart block(chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve into the proper anatomical location. During the procedure, post insertion of the lotus edge valve, the subject developed complete heart block. On same day as the index procedure, the subject was implanted with a new boston scientific permanent pacemaker successfully. The event was considered resolved on the same day. The subject was discharged the following day.